Manufacturer narrative:
(B)(4)

Event description:
It was reported that the set screw was difficult to screw in during a normal device implant procedure. The set screw was suspected to be crooked. The device was exchanged and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory and was due to an anomalous torque driver. The device was tested on the bench and no anomaly was found.